Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility reported that the device was reprocessed according to the instruction manual. The user facility owns an autoclave sterilizer, but did not report whether the device was reprocessed using the autoclave. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -the camera cable was twisted over the entire length. -there was dirt on the appearance of the focus ring. -when the device was connected to the olympus asset video system center otv-s7pro, the endoscopic image was output normally and the reported event was not reproduced. The exact cause of the reported event could not be conclusively determined. The adhesive may have melted by accidentally putting the device in the autoclave sterilizer during reprocessing because the user facility owns the autoclave sterilizer and the adhesive has melted and the focus ring was dirty. It is possible that this effect caused moisture to enter the camera head, temporarily destroying the electronic circuit and temporarily not displaying the endoscopic image. Omsc reviewed the repair history of the device and confirmed that the device had been repaired four times so far. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation is in progress currently. Less than 10 months after the last repair, there was a malfunction that required the same part to be replaced. The user was concerned about product defects since similar repairs were carried out in a short period of time, despite the careful handling of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image failure occurred. There was no report of patient injury associated with the event.